Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mmol/l. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported, that the uom setting on unlocked freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.